Event description:
Customer called to report that she uploaded the insulin pump to carelink pro and there was data on the pump that did not show up on the reports and vice-versa. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is being replaced.

Manufacturer narrative:
Unit was programmed with correct time and date. Unit was monitored with 1.0 unit/hour basal rate for 5 days. Several boluses were programmed and delivered also. Unit delivered and recorded properly all basal profiles and bolus delivered. No basal or bolus history anomalies were noted. Unit was downloaded properly to care link, however unable to verify history for (B)(6) due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Unit received with minor scratched lcd window.